Manufacturer narrative:
The endowrist vessel sealer was returned to intuitive surgical, inc. Where internal failure analysis found biologic debris on the rails and one of the snake wrist links dislodged. However, the endowrist vessel sealer passed all testing methods performed. Although all of this testing was unable to reproduce the alleged failure, if this malfunction were to recur during a surgical procedure, it could cause or contribute to an adverse event. This complaint is being reported due to the following conclusion: during a da vinci procedure, the endowrist vessel sealer was indicating a sufficient seal had been achieved when it hadn't. While there was no reported harm to the patient, recurrence of reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci procedure, two endowrist vessel sealer were not sealing well, the second event is documented with patient identifier (B)(6). Additional information received on 8/20/2015 indicated that the system was giving the audible tones indicating a successful seal. After seal tone achieved the cut function was performed. There was bleeding which was controlled by robotic clip. The procedure was completed successfully with no harm, injury or adverse outcome to the patient.